Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose drive support. The pump passed displacement test. The pump was unable to verify alarms due to motor error alarms. The pump was unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarms. The pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot and cracked display window.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer stated that she has been off the pump for two days and her blood glucose levels are high. The customer stated that she is using pens. The customer declined to troubleshoot for high blood glucose. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.